Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of the shortened replacement window advisory, originally communicated on april 5, 2007. The monitoring voltage at 27 months post implant was not known; therefore a data disk was sent in for engineering review. No adverse patient effects were reported. Subsequent information revealed that this device had a battery voltage of less than 2.65 volts within 27 months of implant; therefore, monthly follow-ups were recommended. Subsequent information indicates that this device was explanted and returned for an unknown reason.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Functionality and therapy delivery were verified through automated testing. Final analysis concluded that this device had a compromised low-voltage capacitor, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.